Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed the issue by reviewing the error log and reproduced the error by performing a startup. Fse replaced the wash syringe assembly to resolve the issue. The instrument was subsequently able to initialize and function normally, and quality control (qc) results were within specifications. No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 31jan2019 to aware date 31feb2020. There was one similar complaint identified during this search period. The aia-900 operator's manual, section 12- flags and error messages was reviewed. 4253 wash-syr home overrun. The aia-900 operator's manual indicates that 4253 wash-syr home overrun error occurs when the home sensor s100, which is not supposed to be activated after the wash syringe moves, is activated. A wu flag will be attached to the measurement result. The operator is instructed to please contact tosoh local representatives, check s100, check to see the cause of slipping, and so on, that occurs when pm100 moves to the limit side. The most probable cause of the reported event was due to failure of the sensor on the wash syringe assembly.

Event description:
The customer reported receiving 4253 wash-syr home overrun errors on their aia-900 analyzer. The customer reported also having problems running their controls each morning and receiving a sampling error. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in results for intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a

Manufacturer narrative:
The washer syringe assembly was returned to tosoh instrument service center for investigation. Functional testing confirmed failure of the sensor on the wash syringe. The most probable cause of the reported event due to failure of sensor on wash syringe assembly.